Event description:
It was reported that during a gastric bypass procedure, the device remained closed on the tissue. The device blocked right at the moment of the firing, (gastro jejunum). The surgeon had to pull out the device from the patient tissues. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.